Event description:
It was reported when using the paxgene® blood ccfdna tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "black particles were found adhered to the tube."

Manufacturer narrative:
Investigation summary: bd received 8 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.